Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) behavior. According to the analysis performed, the longevity change was related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Device reprogramming was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: (e. Initial reporter) dr. (B)(6) was the initial reporter of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) behavior. According to the analysis performed, the longevity change was related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Device reprogramming was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited premature battery depletion (pbd) behavior. According to the analysis performed, the longevity change was related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Device reprogramming was recommended. No adverse patient effects were reported.